Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis and was hospitalized. The consumer thought that the peritonitis was related to the colonoscopy and the nurse stated that it could have been the technique (specifics not reported). Treatment was not reported. The patient was discharged from the hospital. On an unreported date, the patient was put on backup hemodialysis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13a10069 and h13b12014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).